Event description:
On (B)(6) 2014, the clinical business manager contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the demo pump's display had faded gradually. Reporter stated that there was no trauma or moisture exposure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/19/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim and discolored verify screen with faded text. No other defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.